Manufacturer narrative:
Initial reporter's email address: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feed was set up and ran for a pediatric patient. The details of the feed are 200mls fortini compact multifibre, 6x big blue scoops kindergen, 3x scoops protifar (use scoop in tin) and ketovite 1 tablet. They add boiled water that has cooled for ten minutes to achieve a final volume of (B)(4). They divide into day feeds: 170ml x 3 bottles and night feed: 510ml x 1 bottle (remaining feed) and put it in the back of the fridge straight away. They add sodium chloride to feed as per prescription. Water is set at a feed rate of (B)(4). The pump alarmed clog in line. The father was woken at 3 hours into the feed and noticed air in the line. The vtbd was 145mls. There were large air bubbles in the line.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two physical samples and one photo were received for investigation. One sample was used and heavily contaminated with food so no functional testing could be completed on that sample but it was visually inspected and there were no air in the line gaps observed. The second sample was unopened and unused. That sample was visually and functionally inspected, and the sample passed testing with no air in the line observed. The reported condition could not be confirmed through the physical samples received or photo provided. However, a corrective and preventative action has been opened to further investigate and address the reported condition. This complaint will be used for tracking and trending purposes.